Event description:
An ophthalmic surgeon reported that after placing a glaucoma filtration shunt in the pt's eye, he observed that there was no drainage through the shunt and implanted another one from a different lot number. There was no harm to the pt as a result. No further info is expected.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).